Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6). Correspondence was sent to the author requesting additional information, with no reply at the time of this report; however, upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: atrial fibrillation burden in myotonic dystrophy type 1 patients implanted with dual chamber pacemaker: the efficacy of the overdrive atrial algorithm at 2 year follow-up. Acta myologica. 2013;32(3):142-147. Concomitant medical products: 4074 implantable pacing lead. (B)(4).

Event description:
A journal article was reviewed which contained information these implantable pulse generator (ipg) systems. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. Multiple failure modes and serious adverse events (saes) were referenced in the article, with no specific device/lead model failure/sae indications. The failure and/or sae modes were noted as: atrial undersensing, far-field ventricular sensing, device reprogramming, persistent atrial fibrillation (af), a ¿major¿ change in therapy, medication initiated, and electrical cardioversion. The status of the systems is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.